Event description:
A 22mm diameter x 13mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The pt had moderately tortuous and severely calcified iliac arteries. The pt had a history of coronary artery disease and peripheral vascular disease. The diameter of the proximal non-aneurysmal aortic neck was 18 mm, and the aneurysm was 170 mm in length and 55 mm in diameter. It was reported that after deployment of the bifurcated stent graft the 22 french cook sheath dissected the right common iliac artery during removal and the pt's blood pressure dropped. Cardiopulmonary resuscitation (CPR) was initiated and a pacemaker was placed. The pt was stablized. After deployment of the iliac stent graft and as the physician was retracting the 22 french cook sheath the pt's blood pressure dropped again. CPR was initiated; however, the pt expired.